Event description:
According to the complainant: the safety clip did not work when removing the inner needle.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Root cause analysis: machine production completion date packing s/packet : 12164105 packing machine f62 2023-09-30 eto channel steris 2023-10-16. Final shop packet no: 12164208 batch: 23k25g0g02 article no : 23k25g0g02 cam d959 2023-09-25 cal d960 2023-09-25 ecm d961 2023-09-25 process cards show no abnormalities picture evaluation no actual sample was returned for investigation. Received a customer picture of a contaminated cannula of introcan safety 3 pur 22g 0.9x25mm-jp from batch 23k29g8373 and article# 4251128jp. Evaluation based on customer picture: · flashback of blood can be seen in flashback chamber, while the safety clip position was observed to be on the middle of cannula and not cover the cannula tip. · unfortunately, the actual malfunction of safety clip was unable to be identified from this picture. · besides, the actual condition of the complaint sample (cannula condition, crimp length, clip condition, bevel condition or any other damages) also cannot be identified through the picture provided. Hence, based on the complaint article number and batch provided, subsequent reviews on the manufacturing records were performed to determine any possible abnormality during the assembly processes. Review of incoming safety clip inspection data safety clip batch details: description: sideflap clip 22g (v2) clip article no.: 15323631 the stamping ipqc data for the clip batches used in the complaint sample showed no deviation and all measurements were within the specification. Review of process card · the complaint batch was produced at braun 9 introcan safety 3 line 2. · process cards for assembly machines above were reviewed. No abnormality observed. Review of assembly process flow review on production process flow was performed. Both bcam & becm machines have online vision system to conduct 100% checking on relevant critical dimension of cannula and clip including crimp width, crimp length, clip dimension, clip position and bevel condition. All the defective parts will be automatically rejected by machine. The in-line test equipment is subject of a frequent calibration and a regular verification related to its proper function. Herewith potential malfunctions of the systems would be detected in-time and would be mitigated immediately. Beside the automated 100% in-line test equipment independent in-process quality controls and final controls on a random sample basis will be conducted by different teams on a regular basis within the production process. Herewith a systematic product defect would be detected. Review of final control inspection results test specification: introcan safety 3 sterile (doc. No.: hc-my01-m-5-4-10-388-0) summary of root cause analysis: · final control test results for 23k29g8373 were reviewed. · all results were reported as passed. Review of ipqc inspection results · ipqc inspection results for damages, assembly defect, glue level on cannula, clip position, safety clip function (90 degree rotation), withdrawal force, drag force, end force, slanting cannula and safety clip function (no rotation, 0 degree), crimp width and crimp length for assembly shop packet 12164208 were reviewed. The results were reported as passed. · ipqc and final control holdback record was reviewed. No damage or failed clip function related holdback reported for complaint batch 23k29g8373. Summary of root cause analysis: (please provide rational if root cause could not be identified) · no actual sample was returned for investigation. Received a customer picture of a contaminated cannula of introcan safety 3 pur 22g 0.9x25mm-jp from batch 23k29g8373 and article# 4251128jp. · based on the picture received, flashback of blood can be seen in flashback chamber, while the safety clip position was observed to be on the cannula and not cover the cannula tip. Unfortunately, the actual malfunction of safety clip was unable to be identified from this picture. · the actual condition of the complaint sample (cannula condition, crimp length, clip condition, bevel condition or any other damages) also cannot be identified though the picture provided. · furthermore, the stamping ipqc data for the clip batches used in assembling the affected batch, along with the complaint sample batch showed no deviation and all measurements were within specification. · assembly process card was reviewed. No abnormality during manufacturing of the complaint batch. · assembly process flow was reviewed. Parts with clip damage and clip not in position will be detected and rejected by the system automatically. Therefore, the defective unit will not proceed to the next process. · final control and ipqc visual inspection and functional test results were reviewed for batch 23k29g8373. All results were reported as passed. · this complaint is concluded as not confirmed.